Event description:
Medtronic 780g insulin pump delivered insulin while in temp target mode while descending from plane. Caused insulin to drop below 50 while traveling through airport checkpoints; required medical attention from tsa.